Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had 2 capsules which failed to attach to the patient¿s esophagus. The capsule was found above the vocal cords after it failed to attach. The capsule was retrieved via roth net. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate the placement of the capsule.